Manufacturer narrative:
Additional information was added: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional gravity test was performed in the laboratory via methylene blue and no issue was detected. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked at the filter site upon priming with normal saline and diphenhydramine. There was no patient involvement. No additional information is available.